Event description:
It was discovered during testing that a spectrum pump alarmed downstream occlusion when there was no occlusion present. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification. Downstream occlusion was confirmed and was determined to be caused by a calibration issue. The device was recalibrated to ensure expected performance.